Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367290, batch no. Unknown. It was reported that during use of the bd vacutainer® multiple sample luer adapter the adapter didn't allow ER to draw blood. The following information was provided by the initial reporter: event date: (B)(6) 2019, ref # 367290, lot # 500009933. Delay in trauma and medical codes as vacutainer adapter pieces fail to allow ER to draw blood from. Entire lot failed.

Event description:
Material no. 367290, batch no. Unknown. It was reported that during use of the bd vacutainer® multiple sample luer adapter the adapter didn't allow ER to draw blood. The following information was provided by the initial reporter: event date: (B)(6) 2019. Ref # 367290. Lot # 500009933. Delay in trauma and medical codes as vacutainer adapter pieces fail to allow ER to draw blood from. Entire lot failed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.